Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm. The customer's blood glucose level was unknown. It also reported that the after insertion of new battery got unexpected restart alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the displacement test and unexpected restart error alarm test. No unexpected restart error alarm anomalies noted. Pump received with minor scratched lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.